Manufacturer narrative:
The field service engineer (fse) was at the customer site and found that the problem was caused by a damaged the pbv (pipette bypass valve). The fse replaced the pbv. The system was operational. The repairs were verified per established service procedures. Bec internal identifier for this report is (B)(6).

Event description:
The customer reported positive control failure on their iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event.